Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the result of the device evaluation, but could not identify any defects that could affect the occurrence of the reported event. The instruction manual states that the device should be precleaned at the bedside immediately after each patient procedure. In addition, it states the brush cleaning method for the instrument channel. The exact cause of the reported event could not be conclusively determined. However, based on the following investigation results, the reported event may have been caused by insufficient reprocessing by the user. -in the past similar cases, it was surmised that the cause may be that human-derived tissue remained in the instrument channel due to insufficient reprocessing by the user. -according to the information provided by olympus europa (B)(4), it was unclear whether the reported event was patient-derived or device-derived, and no health hazard occurred. In addition, no abnormality was found in the instrument channel from the device evaluation results. Therefore, the reported event may have the same cause as in the past similar cases. -the user may have deviated from the instruction manual because the instruction manual is instructed to repeatedly brush in the channel until the foreign material is completely removed. However, the cause could not be identified because the origin of the foreign material was unknown. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus ireland. As a result of the evaluation, the following was confirmed. There was a leakage from remote switch 1 due to perforation. No abnormalities were found during device brushing and flushing during the cleaning and disinfection process. The inside of the suction and biopsy channels was inspected with an olympus industrial endoscope I-plex, but no evidence of tissue was found in the channels. There was a scratch inside the biopsy channel. The light transmitting lens was damaged and part of the light guide lens was chipped. There was evidence of liquid intrusion inside the device. As a precautionary measure, both the suction channel and the biopsy channel were replaced. The adhesive on the objective lens and light guide lens was worn. There was a gap in the adhesive of the bending section rubber and the adhesive at the distal end. The probe unit of the endoscope connector was loose. There was a leakage at the endoscope connector and there was an excess of liquid flowing in. The angulation in all directions was out of the standard value and there was play in the angulation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during diagnostic gastroscopy, the nurse found that a piece of the unidentified tissue was inside the patient's body. The user was not sure whether the tissue was from the patient or from the endoscope. The user removed the tissue from the patient's body through forceps and then replaced the device to complete the intended procedure. There was no delay in the procedure. The device was used in combination with the olympus 290 series devices. The user inspected the device before use and found no defects at that time. The device had been reprocessed with manual and a non-olympus automated endoscope reprocessor, (B)(4). There was no report of patient injury associated with the event. In addition, the patient had no health hazard after the procedure.